Manufacturer narrative:
Device evaluation: the blue pixel phenomenon was confirmed during the case.

Event description:
It was reported that during an ablation procedure, the user witnessed blue pixels throughout the entire treatment of the lesion in a bow time pattern. The user was firing at 78% and the user saw blue pixels almost immediately. The surgeon proceeded to continue with the ablation. The user let off the foot pedal but this did not have an effect on the blue pixels. The physician then moved the laser output to 100% firing power and the blue pixels were noted to get worse and more pronounced (especially as the user inserted to the more distal location of the lesion). After a fair amount of time on the foot pedal, the clinical specialist noticed a large instantaneously growth of the blue thermal dose threshold line and treatment was then stopped. A quick scan was ran and showed no evidence of a bleed, so the treatment was resumed. The surgeon was happy with the outcome of the procedure. There were no patient complications reported in relation to this event.